Event description:
It was reported that the handpiece began overheating during an oral surgery. There was no reported pt or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the bearings were broken in the spindle housing. The bearings, motor, driveshaft, and spindle housing were replaced.